Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2008; inratio 1.1, 1.0; lab; 4.3, 2.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date 2008: inratio 1.1, 1.0; lab 4.3, 2.0; mean 2.7, 1.5; confidence limits: 1.7-3.8, 1.1-1.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first and second sets of data, both inratio and lab values are outside the confidence limits for inr testing. Products will be tested.